Event description:
Attorney alleges that as a result of the lead, the patient suffered injuries "including, but not limited to, death, being shocked by the defibrillator multiple times without cause, which resulted in a loss of enjoyment of life," due to the knowledge that he could be subjected to further injuries associated with the defective lead. The cause of death has been requested, but not received. There is no allegation from a healthcare professional that the death was lead related.

Manufacturer narrative:
This event involves a legal case in progress or potential litigation. The proprietary nature of the event may affect follow up efforts. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Our records indicate the patient expired more than one year ago. It is not known if the lead was explanted post-mortem. The cause of death has been requested, but has not been received. We have no information from a health care professional to suggest the death was lead related. Attorney later alleges patient " has experienced serious and dangerous side effects including, but not limited to painful electric shocks to the heart, phantom fears/pain/shocks to the heart and/or failure to deliver necessary shock(s) to the heart, cardiac arrest, death, and/or such other side effects as shortness of breath, shakiness, headaches, dizziness, pale skin color, sweating, need for subsequent surgery to remove and/or replace the defective device, and/or other severe and permanent health consequences. As a result of the foregoing acts and omissions (patient) required health care services and did incur medical, health incidental and related expenses."

Manufacturer narrative:
This event involves a legal case in progress or potential litigation. The proprietary nature of the event may affect follow up efforts. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Our records indicate the patient expired more than one year ago. It is not known if the lead was explanted post-mortem. The cause of death has been requested, but has not been received. We have no information from a health care professional to suggest the death was lead related.

Event description:
Attorney alleges that as a result of the lead, the patient suffered injuries "including, but not limited to, death, being shocked by the defibrillator multiple times without cause, which resulted in a loss of enjoyment of life" due to the knowledge that he could be subjected to further injuries associated with the defective lead. There is no allegation by a health care professional that the death was device related. The cause of death has been requested and not received. Review of manufacturer's database verified the patient's death.